Event description:
It was reported via a voluntary medwatch report that a "pt had a bard g2 retrievable filter placed on (date redacted) 2010 at outside hospital. She came in to have it removed by us on (date redacted) 2010. The filter had tilted almost perpendicular to the inferior vena cava. A CT scan showed that the legs of the filter had perforated the inferior vena cava, with the struts touching the aorta in front and in back. Other struts locations were difficult to determine, but was definitely outside the vena cava, possibly adjacent to bowel loops." The filter was removed. The event abated after removal.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The device is not available for return. Therefore, a sample eval could not be performed. The investigation is currently underway. There have been numerous attempts made to obtain add'l info from the FDA. However, all attempts to date have proved unsuccessful.